Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. Customer indicated the use of a qualified company cartridge. The customer indicated the use of a handpiece and viscoelastic, which are not qualified for this lens with any of the qualified company cartridge combination. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was experiencing light arcs, halos, and glare. The iol was explanted approximately 6 months following the initial implant procedure. Additional information was received by physician regarding patient's demographic details and concomitant medications.